Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5101290 that a female patient underwent a breast surgery with a saline mentor breast implant unspecified and suffered from generalized illness symptoms. The patient experienced breathing problems, heart palpitations, joint pain and nerve problems. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left side.